Event description:
It was reported that the patient underwent a procedure using an interspinous spacer for lumber canal stenosis at an unknown level. It was reported that the patient developed numbness in the lower extremity on an unknown date post-op. A revision surgery for removal of implant and decompression was performed. No additional information was provided.

Manufacturer narrative:
Date of event is unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.